Event description:
Customer reported a problem with the touchscreen of their insulin pump, which was unresponsive and frozen, preventing interaction. There was no adverse impact on the customer¿s blood glucose level. The customer reverted to an alternate pump for insulin therapy.